Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the trocar favored the escape of the pneumoperitoneum towards the abdominal causing a subcutaneous effusion to neck with significant respiratory compromise, reaching redi-lateral acidosis (up to 7.5), despite compensatory maneuvers by anesthesiology. They were forced to convert the technique and perform minimal assistance incisions in order to complete the procedure.